Manufacturer narrative:
A device history record review was conducted and confirmed that the device met manufacturing specification prior to shipping from rti surgical. Several requests have been made to the rep to have the device returned. At present, the device has not been returned. Additional information will be added to this report should the device be returned at a later date. This is report 4 of 5.

Event description:
During a slimfuse removal case the set screws stripped. The surgeon made several attempts to remove the screws and broke multiple devices. All pieces were retrieved and there was a surgical delay of 40 minutes and no patient effect.